Event description:
Syringe pump failed to function while epinephrine drip infusing at rate of 0.04 mcg/kg/min. Patient blood pressure became unstable during transition to new pump with subsequent hypertension.